Event description:
On 04-apr-2022 IV: follow up information was submitted to update the unique identifier (UDI) number and awareness date. Unomedical reference number: (B)(4). Event occurred in germany. On (B)(6) 2021, it was reported that a child patient experienced high blood glucose level of 533 mg/dl due to a bent cannula but had no insulin flow blocked alarm. Consequently, on (B)(6) 2021 at 21:00, the patient was admitted to the hospital due to vomiting, blood glucose level of 533 mg/dl and ketones as 4.8 mmol/l. During hospitalization, the patient was administered insulin drip as corrective treatment. On (B)(6) 2021, the patient was released from the hospital. Currently, the patient's blood glucose level was 281 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, it was reported that a child patient experienced high blood glucose level of 533 mg/dl due to a bent cannula but had no insulin flow blocked alarm. Consequently, on (B)(6) 2021 at 21:00, the patient was admitted to the hospital due to vomiting, blood glucose level of 533 mg/dl and ketones as 4.8 mmol/l. During hospitalization, the patient was administered insulin drip as corrective treatment. On (B)(6) 2021, the patient was released from the hospital. Currently, the patient's blood glucose level was 281 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.